Event description:
Customer reported drive tube break att 1100 ml whole blood processed (wbp). The centrifuge leak detector was damaged and needs replacement. Alarm #7 blood leak occured when the drive tube broke and treatment was aborted. (B)(4) was dispatched. The customer has agreed to return a photo for investigation.

Manufacturer narrative:
A photo analysis was conducted for this complaint. Review of the customer supplied photographs confirmed the reported leak. The photo analysis indicated a drive tube break and a damaged leak detector strip. It was also observed that the drive tube was severed at lower drive tube clamp; it could not be determined if the upper and lower bearings were still housed in their retainers. Condition of lower bearing stop and overmold was not visible and thus unknown. From the photograph it cannot be determined if the lower stop has delaminated. The leak source seems to be the upper portion of the severed drive tube. However, the root cause of the drive tube break could not be determined. No manufacturing defect could be determined. (B)(4).

Manufacturer narrative:
System was used for treatment. A batch record review was performed for lot c140. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break nor for alarm #7: blood leak? (Centrifuge chamber). However, a corrective and preventive action has been initiated and is ongoing to investigate complaint category drive tube leak/break. (B)(4) completed: service engineer cleaned centrifuge, replaced sensor and performed system checkout procedure successfully. The assessment is based on information available at the time of the investigation. The evaluation of the photos provided by the reporter is still in progress. A supplemental report will be filed when the investigation is complete. (B)(4).